Event description:
This is report 3 of 5 involved in this peritonitis event. This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Dianeal therapies were ongoing. On an unreported date, the patient experienced peritonitis. The patient was hospitalized for the event. The event was treated with an unspecified antibiotic ip (therapy start and stop dates, frequency, and dose unknown). The cause of peritonitis was unknown. It was not reported if the patient was retrained on proper aseptic technique. The patient was discharged from the hospital and recovered from this event.

Manufacturer narrative:
(B)(4). The exact date of the event was not reported. However, the patient was hospitalized on unreported dates in (B)(6) 2013. A review of all batch record documents was performed on potentially associated lot number h12j30037 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). If additional relevant information becomes available, a supplemental medwatch will be submitted.